Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to visual inspection. The insulation on the product was cracked at the distal end of the shaft. The insulation on the product was tested with an insulation scanner. There were no other cracked noted in the insulation of the product. The most likely root cause of the reported failure can be traced to any one of the following: normal wear and tear; user misuse. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation on the unit was cracked.